Event description:
It was reported that the ilet user experienced a low glucose of 48 mg/dl, overtreated with multiple fast-acting carbohydrates, and subsequently had persistent hyperglycemia with the pump displaying high and glucometer readings around 420¿425 mg/dl; a supply change was performed and glucose trended down to 280 mg/dl, with use of the ilet and oral glucose. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included serious injury requiring unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to overtreating hypoglycemia, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.